Event description:
It was reported that the user experienced hyperglycemia after stating that the ilet reservoir seemed to get stuck and did not allow insulin delivery, occurring overnight, with no alerts or alarms indicated and additional information pending. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included collection of user feedback with plans to obtain further details. Investigation of this case revealed an unclear cause with a possible delivery interruption related to the reservoir or infusion path, but no confirmed malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.